Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch lej140, w975g and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on (B)(6) 2020 and suture was used. The suture was used in the same technique without any extra force, the needle broke into two pieces although the needle holder was correctly applied in right angle between the medial one third and the distal two thirds. Both pieces were removed from the patient very easily and uneventfully without causing any harm to the patient. Another like device was used from a different box to complete the procedure. There were no adverse patient consequences to the patient reported.